Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and found that the device had been tampered with. Therefore, the reported condition could not be confirmed. The assignable root cause was determined to be component damage caused by misuse / abuse and user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-testing process, it was observed that motor device was getting air but the motor would not turn. There were no delays in the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.